Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic device check, high atrial capture was observed. Lead dislodgement was noted. Patient was scheduled for lead revision. Lead was repositioned successfully without adverse consequences to the patient. The patient was reported to be in good condition and will be followed normally.